Manufacturer narrative:
Follow-up #1 date of submission 08/30/2016-product analysis: the device was returned and evaluated by product analysis on 08/03/2016 with the following findings: review of the pump¿s black box no abnormal pump behavior. Data relevant to the date of the alleged event was overwritten due to continued use. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump appropriately displayed warnings to disconnect during the prime sequence. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device is not required to be returned to animas.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was unspecified and below 70 mg/dl with difficulty speaking, unsteadiness when standing and walking, severe dizziness, confusion, cognitive impairment, and severe headache. It was reported the patient either required assistance from third party, lost consciousness, or had a seizure, and was hospitalized and treated with food and drink, intravenous fluids, intravenous glucose, and a glucagon injection. It was reported the patient discontinued pump therapy and the pump's bolus settings were recently changed by a health care provider. It was reported that approximately 47.5 units of insulin were inadvertently infused during the prime step when the patient was inappropriately connected to the pump during priming. This complaint is being reported because the alleged serious injury was attributed to a pump use error. There was no indication or allegation of a pump malfunction.